Manufacturer narrative:
Olympus followed up with the user facility via phone and in writing to obtain additional information regarding the report, but received only limited information. There was no patient harm reported, but it is unknown whether the procedure was completed or not. The subject device referenced in this report has not yet been returned to olympus for evaluation and remains at the user facility. The exact cause of the user's report could not be determined. If additional significant information becomes available, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR. Report# 8010047-2010-00113.

Event description:
The user facility reported that during a laparoscopic procedure, the distal tip of the sonosurg scissor became detached, and fell inside the patient. The broken piece was successfully retrieved with the use of an unknown model of grasper. There was no patient injury reported.